Event description:
The steripath blood collection system- within a 7-day period we have had 5/8 of these products break during the blood collection. The devices have broken at the collection hub and at the plunger-like area. Lot number: 5009193, sn: (B)(6), ref: 2700-en.